Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. Blood glucose level was 42-59 mg/dl. Customer treated low blood glucose with food, apple juice and orange juice. Customer stated that the insulin pump was over delivering insulin. Current blood glucose value was 367 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of reported high blood glucose. Insulin pump was been used on auto mode. Customer was assisted with troubleshooting. Insulin pump will be returned for analysis.